Event description:
Customer was hospitalized due to diabetic ketoacidosis. Customer received no delivery alarm when bolusing. The blood glucose reading is 340 mg/dl. The blood glucose reading at the time of the event was 316 mg/dl. Customer was treated for dehydration and diagnosed diabetic ketoacidosis. Customer treated with manual injections and IV fluids. Customer was admitted to ICU. Nothing futher reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.